Event description:
Meter name: sure step original, strip name: unk, meter code: unk strip code: unk, strip storage: unk, symptoms: no symptoms. A pt reported they had to guess on mediction since the meter will not power on. Their meter allegedly would not power on. Not able to get a blood reading on the meter. Meter was not compared to any other equipment. Treatment was insulin. No further info has been reported.